Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address hip pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to elevated metal ion levels, synovitis and little bony ingrowth of the acetabular cup. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.